Event description:
It has been reported to philips that the flexvision image froze, and when the system was restarted, the system froze at 0:00 and the system does not start. The device was in clinical use. No patient or user harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, procedure was completed with 10 minutes delay as the customer restarted the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.